Manufacturer narrative:
Device returned. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the hospital purchased the inserter and the hammer guide in question. On (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral fracture with the devices. That was the third time that the hospital used the devices. During the surgery, the surgeon attached the devices with his hand. After the surgery was completed successfully, the surgeon could not detach the devices. The surgeon commented that he might attach the devices improperly, and the connection might be broken by hammering to insert a nail. There was no surgical delay. No further information is available. Concomitant device reported: unknown nail (part#:unknown, lot#:unknown, quantity 1), unknown hammer (part#:unknown, lot#:unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) inserter for ti elastic nails this report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the hammer guide is completely stuck in the inserter. The inserter has clearly visible hammering marks on top. But also at the side and the bottom of the head, the bottom of the t-handle and the plastic handle are marks of hammer blows visible. The chuck is in a good condition without visible damage. The devices are completely stuck, disassembling is impossible. Therefore no function test can be performed. The devices are completely stuck, disassembling is impossible. Therefore the dimensions of the individual devices cannot be verified. The length between the top of the hammer guide and the top of the ten inserter was checked with a ruler. The hammer guide protrudes about 214mm out of the inserter. Considering the insertion depth of 20.5mm at the inserter and the overall length of 228mm of the hammer guide the top of the fully inserted hammer guide should be at 207.5mm. Based on that it can be concluded that the guide is not fully inserted in the current condition. The complaint is confirmed as the hammer guide is stuck in the inserter as complained. Based on the performed evaluation a manufacturing related issue can be excluded. The evaluation has shown that the hammer guide was not fully inserted into the ten inserter, this is also confirmed by the still visible duralloy coating of the guide, with a length of 18mm is the coating actually not visible anymore when fully inserted to 20.5m. The evaluation has also shown that excessive hammer blows were applied onto the top of the hammer guide during use. If the hammer guide is not completely screwed into the inserter the applied forces are transmitted over the thread flanks, which might cause thread deformation and thus would lead to the jamming of the hammer guide in the inserter like in this case. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device history lot. Part: 359.219. Lot: l988165. Manufacturing site: haegendorf. Release to warehouse date: 22. Oct. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.